Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported by the patient that the device - which was implanted about 2 years earlier - has "never worked" and after numerous trips to the physician, the patient has "given up." The device status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.